Event description:
It was reported that during the implant attempt of the right atrial (ra) lead, the right ventricular (rv) lead dislodged. The physician removed the ra lead and observed that the helix was extended. The ra lead was not implanted and a new ra lead was successfully implanted. The rv lead model, serial number, and status have been requested and not received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The results will be forwarded when available.